Manufacturer narrative:
A field service engineer (fse) evaluated the instrument at the customer's site. The fse found the analyzer failed for red blood cells (rbc) on startup. He replaced the rbc bath to resolve the issue. He also performed troubleshooting, but was unable to fix the leak. A second fse returned to the site to replace valve lv8 tubing, which fixed the leak. The repairs were verified per established service procedures. The beckman coulter internal identifier for this report is (B)(4).

Event description:
The customer reported an uncontained clear fluid leak of approximately 2 drops from a coulter ac·t diff analyzer. There were no error messages observed by the customer at the time of the event. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results and controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, goggles and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.